Manufacturer narrative:
The pump was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test, and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. The pump was also received with case cracked behind the pump at the corner of the belt clip rails, broken belt clip rails, and torn right arrow keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that long crack was beginning from the top of the insulin pump. Blood glucose was unknown. The insulin pump will be returned for analysis.